Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose of 310 mg/dl after breakfast while using the ilet for approximately two weeks; supplies were changed and no visible damage to the infusion site, tubing, or cartridge was noted, and the caretaker was advised to monitor as glucose was expected to decline within two hours. Symptoms included elevated blood glucose. Outcomes included no professional medical intervention, no backup therapy use, and continued self-management with caretaker assistance to change supplies. Investigation included troubleshooting with caregiver education and device use review. Investigation of this case revealed an unclear cause with no device damage observed during visual checks. It was concluded that the event was user-reported hyperglycemia with cause not determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.